Event description:
It was reported that the device was used during a gynecological adnexa surgical procedure. It was reported by the nurse that during the case the atw35 was asked for by the surgeon who stated that it "did not sound right". A reload was given but the linear cutter still did not work right. The surgeon stated that "it was not cutting on firing". The instrument was handed off and given to reporter, cst was notified. There was no consequence to the patient.